Event description:
Reported via clinical study. It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed. On (B)(6) 2025, the patient was crossover to device group and underwent successful placement of 27 mm watchman flx device with complete laa seal. On (B)(6) 2025, the patient was discharged on apixaban (5 mg /day). On (B)(6) 2025, 53 days post implant procedure, transesophageal echocardiogram (tee) assessment revealed estimated left ventricular ejection fraction (lvef) of 55%, complete laa seal along with laminar non-mobile thrombus on the atrial facing surface of the closure device. There was no thrombus in the left atrium, no pericardial effusion or residual atrial septal shunt was noted. At the time of the event, the patient was on apixaban (5 mg /day). No further information is available at the time of this report.

Event description:
Reported via clinical study: it was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed. On (B)(6) 2025, the patient was crossover to device group and underwent successful placement of 27 mm watchman flx device with complete laa seal. On (B)(6) 2025, the patient was discharged on apixaban (5 mg /day). On (B)(6) 2025, 53 days post implant procedure, transesophageal echocardiogram (tee) assessment revealed estimated left ventricular ejection fraction (lvef) of 55%, complete laa seal along with laminar non-mobile thrombus on the atrial facing surface of the closure device. There was no thrombus in the left atrium, no pericardial effusion or residual atrial septal shunt was noted. At the time of the event, the patient was on apixaban (5 mg /day). No further information is available at the time of this report. It was further reported that oral medication change/adjustment was done in response to the device related thrombus.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received h6: impact code corrected from f26 no health consequences or impact to f2302 medication required.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received.

Event description:
Reported via clinical study. It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed. On (B)(6) 2025, the patient was crossover to device group and underwent successful placement of 27 mm watchman flx device with complete laa seal. On (B)(6) 2025, the patient was discharged on apixaban (5 mg /day). On (B)(6) 2025, 53 days post implant procedure, transesophageal echocardiogram (tee) assessment revealed estimated left ventricular ejection fraction (lvef) of 55%, complete laa seal along with laminar non-mobile thrombus on the atrial facing surface of the closure device. There was no thrombus in the left atrium, no pericardial effusion or residual atrial septal shunt was noted. At the time of the event, the patient was on apixaban (5 mg /day). No further information is available at the time of this report. It was further reported that oral medication change/adjustment was done in response to the device related thrombus. It was further reported that on (B)(6) 2025, the outcome of the event was considered to be resolved.